Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins battery became exhausted. The ins should have lasted 10 years. The patient was very satisfied with the effect of the ins, it was only the short shelf life of the battery. The patient was spared from taking medication, and quality of life improved a lot by using the ins. Now she can no longer bear her pain without stimulation. The ins was replaced in 2002. Pe (B)(4) rtm/bp, pe (B)(4) ins replacement 2002, pe (B)(4) ins replacement 2005, pe (B)(4) ins replacement 2008, pe (B)(4) ins replacement 2009.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.